Manufacturer narrative:
7/18/97-submission of supplemental report #1 to FDA. Co has received add'l info from the hospital risk manager. The hospital has stated they do not believe that the pt's death was related to the MFR's device as such have not filed with FDA. The risk manager stated that the surgeon is unsure of the cause of the bronchial stump leakage and that it could have been caused by any number of factors. The surgeon has no prior experience with this problem.

Event description:
The hospital reported the bronchial stump leaked post-operatively. The hospital has stated that they are unsure of the cause of the bronchial stump failure.